Manufacturer narrative:
The e801 analyzer serial numbers were (B)(6). The sample from (B)(6) 2024 was requested for investigation.

Event description:
The initial reporter questioned positive results for 1 renal transplant patient (recipient) tested for cmv igg elecsys e2g (cmv igg) on 2 cobas e 801 analytical units. Before the transplant on (B)(6) 2023 the roche result and the results by competitor methods were all negative. In (B)(6) 2024 the roche result was positive. Due to this positive result, the customer compared 4 samples from the patient obtained between (B)(6) 2023 and (B)(6) 2023 and the roche results were all positive whereas the results from the competitor methods were all negative. A new sample was obtained on (B)(6) 2024 and the roche result was positive. Refer to the attached data for all results. There were no documented positive cmv polymerase chain reaction (pcr) results.

Manufacturer narrative:
Calibration and qc were acceptable. The samples from (B)(6) 2024 were submitted for investigation. The following results were obtained: elecsys cmv igm: both samples were negative. Elecsys cmv igg: (B)(6) 2023 sample was negative. (B)(6) 2024 sample result was 3.19 u/ml (positive). Elecsys cmv igg avidity: igg positive sample with an avidity of 96.8% (high). Competitor method recomline cmv igg: both samples were negative. The customer's results were reproduced at the investigation site. The sample drawn in (B)(6) 2023 was negative and the sample drawn in (B)(6) 2024 was positive. At the end of (B)(6) 2024, four months after discontinuing valganciclovir prophylaxis, the majority of the cmv igg results were positive. Transmission of the cmv virus via organ transplantation is possible leading to a late-onset cmv infection after discontinuation of the prophylaxis. However, an acute primary cmv infection in (B)(6) 2024 without any relation to the organ transplantation can also not be excluded. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
Pcr results were provided for the samples tested between (B)(6) 2023 and (B)(6) 2024. Cmv igg results were provided for additional samples from the patient obtained on (B)(6)2024. The results were positive for all methods. See the attached data for the additional results provided.